Manufacturer narrative:
1 DHR bhr review lot 3325894 . 1 this batch of products were assembled at intima ii auto line 4 in december 2023, and packaged at r240 package line in december 2023. Work order quantity was (B)(4) ea. 2 review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3 review the production records with no nonconformance, deviation or rework activities. 2 no defective samples and photos have been received for the complaint. 3 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4 no similar complaints have been received from other hospitals regarding this batch of products. Conclusion: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The root cause of the leakage between the extension tubing and the luer conical connector cannot be determined as defective sample is not received for testing and analysis. The plant will continue to follow up on the complaint.

Event description:
No additional information provided.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm adapter/connector was defective/damaged the patient came to the inpatient department of our hospital for cerebral infarction and was given ginkgo damo injection to expand the tube and protect the brain. The nurse punctured the patient and used a closed intravenous indwelling needle. After the puncture was successful, the patient found a closed intravenous needle when connecting the infusion set and instilling the medicine. The extension tube of the intravenous indwelling needle and the luer conical connector are not tightly connected, resulting in extravasation of the drug solution.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.